Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a bronchoscopy procedure performed in 2009. According to the complainant, while retrieving the device after obtaining a biopsy sample, the jaws of the device did not close completely. As a result, the device could not be removed from the scope. It was reported that the device and the bronchoscope were then removed in tandem from the patient. The procedure was completed with another radial edge single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a bronchoscopy procedure performed on (B) (6) 2009 (male (B) (6) weight is unknown). According to the complainant, while retrieving the device after obtaining a biopsy sample, the jaws of the device did not close completely. As a result, the device could not be removed from the scope. It was reported that the device and the bronchoscope were then removed in tandem from the patient. The procedure was completed with another radial edge single-use biopsy forceps device. There were no patient complications reported as a result of this event. Note: this report is a supplement to manufacturer report # 3005099803-2009-05227. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B) (4).

Manufacturer narrative:
Won't close properly. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.